Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a failing occlusion. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. No problem was found in the reported issue. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.